Event description:
Patient was taken to the operating room and given general anesthesia. She was placed in dorsal lithotomy position and prepped and draped in sterile fashion. When it was time to use the tenaculum, it was noted that the tenaculum was broken and frayed. It was never used but was replaced by another and the procedure continued without any further incident.